Manufacturer narrative:
Corrected information provided in b.2., b.5, h.2., and h.11. Upon further assessment, it was confirmed that the reported issue was a device-related detachment of the probe. This issue was not considered as a reportable malfunction, and recurrence is considered unlikely to result in serious injury. No further reports will be submitted under mfg. Report number: 1644019-2025-04469. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further assessment, it was confirmed that the reported issue in which the cutter cap was found removed was identified as a device-related detachment of the probe.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter cap was found removed before the surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no report of patient impact.